Event description:
It was reported that the buttons were not responding on the customer's insulin pump. No significant events leading to the issue were reported. The customer's blood glucose level was 4.4 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All buttons were functioning properly. However, moisture damage was noted on keypad traces.a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.